Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The catheter was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the cerebroflo catheters "are very stiff and have been crossing to the other side." This happened on 4 of 5 catheters used by the facility. The catheters caused adverse patient effects during insertion, no additional information has been provided.